Event description:
It was reported that a perforation with subsequent tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 24 mm watchman laa closure device & delivery system (wds) was advanced. The 24mm closure device was deployed, but did not meet release criteria and was fully recaptured. A 27mm wds was then selected and advanced. The closure device was deployed and forward movement of the device was noted. After deployment, a pericardial effusion with cardiac tamponade occurred. Pericardiocentesis was performed to remove 390 ml of blood, which was reintroduced to the patient. The effusion was increasing and the patient's blood pressure was dropping, therefore the patient was transferred to surgery. It was noted that the patient had von willebrand disease; therefore, she required excess heparin during the procedure, resulting in a high activated clotting time (act). The act was as high as 650sec and lead to additional bleeding. While in surgery, a 2mm hole was observed in the laa. The appendage was ligated. The patient was stable. However, the patient remained in the hospital and 19 days post-procedure, the patient expired from heart failure.